Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction/internal fixation surgery treating the tibia. When the 3.2 guidewire was passed through the sleeve, it became stuck. There was no impact on the surgery because another guide wire was used. When a nurse tried to pull out the stuck guidewire using a power tool, the power tool (trs) idled. The trs appears to have emitted high temperature during use for removing the guide wire from the sleeve, and the nurse touched the guide wire without realizing the guide wire became heated and got burned through his/her gloves. The surgery was completed successfully with no surgical delay. There was no patient consequence. This report involves one wire guide / multihole / long for nails ø 8-11mm. This is report 1 of 2 for (B)(4) . This report is related to (B)(4) , which captures the involved power tool.